Manufacturer narrative:
Evaluation summary: one vlft10 generator was received, and an evaluation could not confirm a device defect that would contribute to the reported issue. Testing of the device found the returned sample to function normally and within all related specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the patient felt a burning sensation from the device. The patient was noted to have an injury.